Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative identified the reported malfunction during the maintenance of the device. The service representative was able to trace the failure to a defective processor board. The technician replaced the board to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective board was requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.

Manufacturer narrative:
The initial on site investigations revealed a defective processor board. However after further investigation at the manufacturer it was found that in addition the processor board, the patient pumps were also found to be defective. Investigation results revealed that both pumps had a defective electronics and this may have contributed to the reported issue. Investigation results for the cpu board revealed a failure in the control of the pump motors. It is likely that a combination between the failures of the pumps and the processor board let to the reported event. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial.